Event description:
It was reported the patient experienced a return of symptoms noted as headaches. The patient had less than 50% therapy relief. It was believed the cause of the event was the catheter. The issue was the location of catheter in the intrathecal space and partial blockage of catheter tip. The location of the catheter issue was the spinal segment. A revision was planned. Troubleshooting took place during the revision; ¿aspiration attempted, etc¿. The physician opted to remove the catheter (B)(6) 2015 and place a new one. Part of the catheter remains in the patient on the tunneled track. Patient status at time of this report was alive; no injury. The patient was fine and receiving effective therapy. The pump was delivering ketamine clonidine and dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10810r43, implanted: (B)(6) 1998, explanted: (B)(6) 2015, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).